Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2002. During post-operative monitoring and testing, elevated metal ion levels and right hip avascular necrosis without collapse was noted. It was further reported by the patient via a patient survey completed on (B)(6) 2015 that she is currently experiencing mild or occasional pain in her left hip. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under indications, number 1 states,"noninflammatory degenerative joint disease including osteoarthritis and avascular necrosis." Under possible adverse effects, number 15 states, "metal on metal articulating surfaces have limited clinical history." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07207 / 07208).

Event description:
It was reported that patient took part in MRI investigation of soft tissue total hip arthroplasty study, underwent left total hip arthroplasty on (B)(6) 2002. During post-operative monitoring and testing, elevated metal ion levels sand right hip avascular necrosis without collapse was noted. There has been no reported revision procedure to date. No revision procedure has been reported to date.